Event description:
The patient reported her insulin infusion device was beeping continuously and displaying "2.01" on the screen. She stated that prior to the call she took the battery out of the device. The patient was instructed to check the used battery for the lot number. It was discovered the battery was part of the recall. The patient was aware of the recall but did not know the battery was affected by the recall. The patient was educated on how to differentiate between recalled and corrected batteries and advised to dispose of all recalled batteries. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.